Event description:
It was reported that during preparation for a stenting treatment procedure it was noted that the package was not labeled correctly. The 67-70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). The physician opened the box for a 3.0x20mm promus element stent; however, a 3.5x28mm promus element stent was inside the box. The device never entered the patient and the procedure was successfully completed with a new 3.0x20mm promus element stent. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure it was noted that the package was not labeled correctly. The 67-70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). The physician opened the box for a 3.0x20mm promus element stent; however, a 3.5x28mm promus element stent was inside the box. The device never entered the patient and the procedure was successfully completed with a new 3.0x20mm promus element stent. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the outer box carton for batch number 14113960 (promus element 3.00x20 mm device) was returned to the complaint investigation site. Inside the box was the foil pouch for a different part number and batch number 13893062 (promus element 3.50x28 mm device). Inside the foil pouch was the inner pouch for a promus element 3.50x28 mm device. No batch number is printed on this inner pouch. The promus element 3.50x28 mm device was returned inside its coiled tube. The manifold number was stamped on the device and this corresponds to the top assembly batch number 13893062. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).